Event description:
It was reported that the patient thought that their battery was dead. The patient was not feeling stimulation and the stimulation stopped on friday. The reporter stated that the implantable neurostimulator (ins) would not charge. The patient last charged on the day prior to report but it would not take the charge. The patient charged a week prior to report and it was charged. The patient was not specific as to what the charging issue was. The patient checked the device with the programmer on the night prior to report and it showed that the ins was depleted. The patient was going to get out charger and try to charge but did not have the recharger at the time of the call. If the patient still had issues she was going to call back. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).